Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot 14332 were returned and analyzed. The data files showed that six applications were performed with the returned balloon catheter without issue on the date of the event. The date files showed a system notice 50005 (that the safety system detected fluid in the catheter and stopped the injection) was received on the date of the event. Visual inspection of the balloon catheter showed it was intact with no apparent issues. The balloon catheter was connected to the test console and no system notices were received; the catheter was recognized. The balloon catheter then failed the performance test due to system notice 50005. The dissection and pressure test showed a guide wire lumen twist 1.4 inches from the tip of the catheter. Additional pressure testing showed leak at the same point of the twist. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.